Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) folfusor sv2 device had separated from the stress member post before use. There is no report of patient injury or medical intervention. No additional information is available. This is report 3 of 6 with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Device evaluation: one unfilled sample was received by baxter for evaluation. The reported condition of "separated reservoir" was confirmed as separated coil cap. Visual examination of the sample discovered the coil cap to be separated from the small volume (sv) cover due to a warping condition. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.